Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 7 fr pvs device. On deployment, one neede did not present fully. Both needles were removed and the device was pulled back to access the sutures. At that point it was noticed that the device had broken below the marker port. The remainder of the device was removed and the pt went to manual compression. The pt did fine with no sequelae noted.